Event description:
It was reported that this pacemaker system was exhibiting noisy signals on its right atrial (ra) channel. Technical services (ts) reviewed the stored episodes, with further examination revealing slight changes for impedance and amplitude measurements for the ra lead. Additionally the ra automatic threshold (raat) test was unsuccessful, so the device switched its programming. This resulted in the increase in power consumption that lead to a decrease in expected battery longevity. It was questioned if the ra lead had become dislodged as the root cause of the device issues. Ts recommended for a patient follow up, with x-ray imaging to confirm the dislodgment. The system remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker system was exhibiting noisy signals on its right atrial (ra) channel. Technical services (ts) reviewed the stored episodes, with further examination revealing slight changes for impedance and amplitude measurements for the ra lead. Additionally the ra automatic threshold (raat) test was unsuccessful, so the device switched its programming. This resulted in the increase in power consumption that lead to a decrease in expected battery longevity. It was questioned if the ra lead had become dislodged as the root cause of the device issues. Ts recommended for a patient follow up, with x-ray imaging to confirm the dislodgment. The system remains in service. No additional adverse patient effects were reported. Additional information was received that the noisy signals observed were caused by the patients atrial fibrillation (af). The pacemaker was confirmed to be operating normally, with normal battery depletion. No adverse patient effects were reported. This ra remains in service.